Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open pin 5 wire in the trunk cable. The root cause for the open wire could not be positively identified there was no adverse event that resulted from the damaged belt.